Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas vibe on (B)(4) 2016. Investigation results were received by dexcom on (B)(4) 2016. A transmitter device was returned to animas for evaluation. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box for functional testing and the test failed. Due to the failed test, the customer complaint could not be confirmed. A definitive root cause could not be determined.